Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no additional complaints have been reported at this time. The heartmate ii lvas IFU lists (pocket, local, and driveline) infections and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 6 months 23 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient presented with possible sepsis. Blood cultures were negative, but the driveline site was positive. Continuous IV antibiotics were administered and the patient was discharged with IV antibiotics. No additional information was reported.